Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Additional information was received that the pacemaker was explanted and used as a temporary, external pacing generator. This temporary pacing was used until the patient cleared all the infection. This time, this temporary pacemaker was explanted and was returned. No additional adverse patient effects were reported. This report is being filed to correct the codes that were added to the record after the report was emailed to the FDA on alternative summary report (B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.